Manufacturer narrative:
This report is filed, january 13, 2016. The implanted device remains.

Event description:
Per the clinic, it was reported that the patient experienced dizziness with device use. On (B)(6) 2015 the patient was prescribed oral steroids. The implanted device remains.